Manufacturer narrative:
The device referenced in this report was not returned to omsc for evaluation. The root cause of the user¿s report cannot be conclusively determined but the most likely causes for the reported phenomenon (distal end cover detachment) are as follows: (1) the distal cover was attached by being pushed in from a diagonal direction to the scope. Therefore, the load was concentrically applied to the center line part, which resulted in cracks on the distal cover, and the power to fix to the scope was reduced. (2) at the time of attachment of the distal cover, it was not fully set in all the way, and it was not securely fixed. In conclusion of the above factors, the power to fix the distal cover to the scope may have been reduced, which resulted in the condition that the distal cover was easy to be detached. It was confirmed that anti-fogging products were not used at the facility. Olympus recommend the user to inspect prior to use and on a regular basis continuously. The device history record was unable to be reviewed for this device since the serial number was not provided. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.

Event description:
Olympus medical systems corp. (Omsc) was informed the tip cover of the duodenovideoscope fell off when the scope was removed from the body after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. Although the tip cover remains in the body, no additional treatment was performed and it was determined to be naturally discharged. There was no patient injury associated with this event. This is related to patient identifier (B)(6). Which was reported under MFR. Report number 8010047-2020-03102.